Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: the pump powers to the "verify" screen in accordance with normal operation. The two low battery warnings and multiple replace battery alarms observed in black box. Evidence of excessive battery usage and voltage drops observed in black box. The battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment and on underside of battery cap. The battery cap is unable to fully tighten due to damaged cap threads and battery compartment crack. Battery cap is able to tighten enough to allow for testing. A power loss was not observed. The cartridge compartment is damaged in area surrounding cartridge cap. The current draws within specifications; idle -90ma, sleep-00ma, load-200ma, rewind- 190ma..7. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.